Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the reported phenomenon ¿error code b30¿ seemed to have occurred because a failure occurred in the communication with a scope due to faulty scope socket and faulty lvds. According to the service manual, b30 error indicates scope communication error, and it is a message that is displayed when the device fails to load scope ID data to hardware (registry error occurs). It mainly occurs when a foreign material or moisture adheres to the electrical contacts. Also, according to the service manual, lvds is low voltage differential signaling, and it is a digital interface between the scope and the processor. Additionally, the reported phenomenon ¿spare lamp indicator is blinking¿ seemed to have occurred due to a faulty spare lamp. According to the service manual, e207 error indicates spare lamp failure, and it is displayed when the spare lamp of a light source device is blown out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, a intermittent b30(scope communication error) displayed on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The evaluation uncovered a faulty lvds and scope socket, o faulty emergency lamp, white light lens found foggy need to replace, front panel found broken need to replace, tank socket found rusty need to replace, paint peeled off from top cover, corrosion on chassis, corrosion on front panel chassis and minor corrosion on rear panel. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.